Event description:
Procedure type: laparoscopic total gastrectomy. According to the reporter: to create the esophagojejunostomy, the anvil was inserted keeping its head upward. While using traction on the tube from edge of esophagus, the anvil got stuck at the proximally at the area around the pharynx. Even pulling it back and forth under laryngoscope, the doctor found it difficult to solve the trouble. He continued to do that for a while and suddenly found the conditions seemed to become better. The whole part of tube was removed from pt, but the anvil and white chip were dropped from the tube and stayed in the esophagus. Using a forcep-like instrument with the assistance of a laryngoscope, the pieces were retrieved. The case was completed by performing an anastomosis with no problem. Operating time was extended by more than 30 minutes. There was additional tissue resected. There was tissue damage.

Manufacturer narrative:
(B)(4).